Event description:
It was reported that the patient underwent surgery for l5-s1 spondylolisthesis with posterior fixation. It was reported that approximately 6 weeks post-op, the surgeon reviewed the patient and found that a rod appeared broken at the sacral junction. It was reported that the patient underwent a revision surgery approximately 7 months post-op to remove the broken rod.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the rod was fractured 3cm from the end of the rod. Unable to determine cause of the event.